Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter did not work occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The sensor was inserted into an unknown insertion site on an unknown insertion date. The probable cause was determined to be a transmitter failed error. The reported event of the transmitter not working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.